Event description:
Complaint received from a physician via email on (B)(6) 2022. "System won't hold fluid and not the port" "port inspected and without leaking. Laparoscopy performed and pin hole found at the band".

Manufacturer narrative:
A single puncture was observed in one of the pillows of the band. There are no tears or worn areas in the band, tubing or port, and no other leaks were observed. The investigation findings do not lead to a clear conclusion about the source of the puncture and a root cause was not determined. No new risks identified, the current risk for this event is with a low rate of occurrence for the reported complaint category. No correction or corrective action required.